Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the non tortuous and severely calcified posterior tibial artery. Several coyote balloon catheters were advanced and used during this procedure (3.0mm x 220mm x 150cm, 2.5mm x 150mm x 150cm, 2.0mm x 60mm x 150cm and 3.0mm x 150mm x 150cm) however, the balloons blew out at nominal pressure . The 1st coyote balloon ruptured on the 2nd inflation at 10 atm. The 2nd, 3rd and 4th coyote balloons ruptured on the1st inflations at 6 atm. The procedure was completed with different device. No known patient complication were reported